Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system, model #: fg-5400-00m, serial #: (B)(4). Stockert 70 system, model #: m-5463-01, serial #: (B)(4). Cool flow pump, model #: m-5491-02, serial #: unk. Lasso nav eco catheter, model #: d134301, lot #: 16031914l. Acunav catheter, model #: 10135936, lot #: qe08955. (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. For lot # 15978121l reported, there were no deficiencies noted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
During an atrial fibrillation (afib) procedure, it was reported a perforation of the left atrium was noticed as the patient's blood pressure dropped. The perforation was confirmed by intra-cardiac echocardiography. A pericardiocentesis was performed and 200 ml of fluid were removed. In addition, it was reported protamine was administered to the patient. The patient was reported to be in stable condition. No additional information was provided at this time.